Event description:
This supplemental follow up report is being submitted due to the incorrect ra# noted on the previously submitted reports, same updated (B)(4).

Manufacturer narrative:
PMA #510: k210476 device evaluation: 1 unit of lot c1974062 of (B)(6). Was returned to cirl opened without its original packaging. With the information provided, a physical examination and document based investigation was conducted. This file is related to: (B)(4). Luer lock couldn't be fixed perfect (B)(4).difficulty in attaching or detaching the device to the accessory channel port on the scope lab evaluation: the device involved in the complaint was evaluated in the laboratory on 08 mar 2023. The returned device lab findings and observations can be referred through the attached files. Leur lock examined and observed to be off-centre. Document review including IFU review: prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-3-20-c of lot number c1974062 did not reveal any discrepancies that could have contributed to this complaint issue. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1974062. The notes section of the instructions for use (ifu0077-6), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use and "ensure the stylet is fully inserted when advancing the needle into the biopsy site" there is evidence to suggest that the customer did not follow the instructions for use in relation to use of a defective device. (Ifu0077-6). Root cause review: a definitive root cause could be attributed to user error as the physician used the device despite being aware that the luer lock could not be fitted properly to the scope. As per the the instructions for use (ifu0077-6), "if an abnormality is detected that would prohibit proper working condition, do not use", this is regarded as user error. Summary: complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA #510: k210476 device evaluation: 1 unit of lot c1974062 of echo-hd-3-20-c was returned to cirl opened without its original packaging. With the information provided, a physical examination and document based investigation was conducted. This file is related to: (B)(4)- luer lock couldn't be fixed perfect (B)(4) - difficulty in attaching or detaching the device to the accessory channel port on the scope lab evaluation: the device involved in the complaint was evaluated in the laboratory on 08 mar 2023. The returned device lab findings and observations can be referred through the attached files. Leur lock examined and observed to be off-centre. Document review including IFU review: prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-3-20-c of lot number c1974062 did not reveal any discrepancies that could have contributed to this complaint issue. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1974062. The notes section of the instructions for use (ifu0077-6), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use and "ensure the stylet is fully inserted when advancing the needle into the biopsy site" there is evidence to suggest that the customer did not follow the instructions for use in relation to use of a defective device. (Ifu0077-6). Root cause review: a definitive root cause could be attributed to user error as the physician used the device despite being aware that the luer lock could not be fitted properly to the scope. As per the the instructions for use (ifu0077-6), "if an abnormality is detected that would prohibit proper working condition, do not use", this is regarded as user error. Summary: complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions on the 26-may-2023.

Event description:
The physician was doing fnb procedure successfully in 1at session. But luer-lock couldn¿t be fixed perfectly(couldn¿t be fitted tightly.) He consciously used it just one puncture and withdrew the needle out of the scope and used another needle. 2nd needle was fixed perfectly. And left puncture, he used this one. Finally, case finished successfully. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No.

Manufacturer narrative:
PMA #510 k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.